Manufacturer narrative:
Neither the devices nor any imaging was available for evaluation. The devices were discarded by the hospital. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was done due to a rod breakage and screws loosening post-operatively.